Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2109422: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-oct-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to loose cup and the cause is unknown. About 6 months after the primary surgery, the surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.